Event description:
The event is reported as: the stapler jammed during use. The event caused no harm to the patient. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation. The results of the investigation report reflects the CAPA. Eval method: device history record review. Results: device history record review found no similar issues during the manufacturing or package process for this lot. Conclusions: CAPA (B)(4) was assigned to perform a depth evaluation. If additional information is received a follow-up report will be submitted.